Manufacturer narrative:
The insulin pump passed full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. However, the power management parameter graph has confirmed power error alarm 25 and power loss alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board assembly, the insulin pump was monitored and functioned properly. The insulin pump had scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had power error alarms and a change battery alarm in their alarm history. The patient's most recent blood glucose was 88 mg/dl; however, their blood glucose was high in the middle of the night. The patient received a power error in the middle of the night. The issue was resolved, but the power error recurred four hours later. The insulin pump will be returned and replaced.